Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer is pregnant. Md recommended using different infusion sets due to pregancy. Troubleshooting performed and pump appeared to be operating normally.